Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An 8f input ts device was intended to be used during a procedure. Upon removal of the 8f introducer, it was observed that the tip of the input ts device was broken, leaving the entire extension of the device in the patient's femoral vein.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.